Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: none. It was reported via a trial, that in 2008, a plaque shift was suspected after stent placement and another stent was placed to cover it. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: prod performance engineering determined that factors that can contribute to plaque shift include, but are not limited to, lesion characteristics, device size selection, and procedural technique. There was no report of any device malfunction during the implant of the rx xience stent. In this case, the plaque shift was successfully treated with the placement of another unk stent. There is no indication of a prod quality issue; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.